Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
Customer reported via phone call that they have high blood glucose levels. Customer's blood glucose level was 27 mmol/l. Troubleshooting was performed for high blood glucose levels. Customer stated they have high ketones, however, the insulin pump is not alarming high blood glucose alarm. Customers high blood glucose is causing ketones, nausea, vomiting, frequent urination. Customer performed the high pressure test and their infusion set was changed just a few hours ago. Customer declined to check for the presence of leaks or air bubbles in the infusion set.